Manufacturer narrative:
Concomitant medical products: (3) non-bd IV sets; (1) 10 ml bd syringe. (1) 50ml baxter bag, ndc (B)(4), lot p383430, exp feb20, 0.9% sodium chloride injection. (1) used 1000ml baxter, ndc (B)(4), lot y261180, exp aug19, 10meq potassium chloride. Non-bd secondary set attached to non-bd stopcock. Therapy date: (B)(6) 2019. The patient was a toddler. The customer¿s report of free flow was not confirmed. Physical inspection of the device noted the instrument seal not intact. The only observed anomalies were dull iui connectors, a sticking device release latch, a broken platen upper hinge post and a broken ail assembly. There were no anomalies observed with the primary set. Analysis of the pcu event shows pump module s/n (B)(4) received a remote IV request at 11:20 pm on (B)(6) 2019 for ivf (drugid (B)(6)) to infuse at 45ml/hr with a vtbi of 1000ml. The user changed the vtbi to 960ml and started the infusion. At 2:28 am on (B)(6) 2019, the device alarmed for air in line. Between 2:31 am and 2:41 am, the user programmed several delays and the device went into standby. At 3:00 am, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 140.92ml. The device was received with a broken platen and failed rate accuracy (high) when tested with the damaged platen. Functional testing performed found the pump module to be delivering fluid within specification when tested with a known good platen. There were no leaks observed with the primary set. The probable cause of the customer¿s report of free flow was due to a broken platen post at the upper hinge. A broken platen at the upper hinge can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. The root cause of the broken platen hinge was not identified.

Event description:
It was reported that the pump module in the oncology department displayed the rate as 45ml/hour, but one liter of the electrolyte solution infused in the patient's port in 2.5 hours. The patient had labs drawn immediately and creatinine monitoring. The tubing for the IV fluids was put in use on (B)(6) 2019, and was to be taken down on (B)(6) 2019. Clinical engineering ran the device at the same rate and volume and found that 1000ml infused in under 30 minutes, all while the device displayed the correct programmed infusion rate. The customer believes there's a mechanical failure in the finger/occlude mechanism which pushes fluid along or in the seating of the door which pushes against the IV tubing. The device seemed to alternate between occlusion and free flow. It was confirmed that the inner door was loose due to a broken hinge, and this created space between the tubing and pump module door. Logs were downloaded, and there is no data between (B)(6) 2019 at 11:20 pm (when the infusion was started) and (B)(6) 2019 at 02:28 am when an air in line occurred, presumably when the infusion was empty. There was no patient harm. The customer is concerned that in a simple failure with the inner door and/or fingers, there is no fail-safe in place to alert the end user, and it would go unnoticed.